Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), inflammation ("chronic inflammation/ constantly felt like a had a fire burning in me"), endocrine disorder ("endocrine disruptor") and vulvovaginal discomfort ("everything felt weird down there"). The patient was treated with surgery (laparoscopic vaginal asst. Only keeping ovaries, pull everything out vaginally). Essure was removed. At the time of the report, the medical device removal, vaginal infection, inflammation, endocrine disorder and vulvovaginal discomfort outcome was unknown. The reporter considered endocrine disorder, inflammation, medical device removal, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: mine hasnt changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Concerning the injuries reported in this case, the following one was reported via social media: vaginal infection, vulvo vaginal discomfort, medical device removal. Most recent follow-up information incorporated above includes: on 21-may-2018: case is now incident. Reporter information. Event added per social media: vaginal infections, everything felt weird down there and medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there") and burning sensation ("constantly felt like a had a fire burning in me"). The patient was treated with surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally). Essure was removed. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder and vulvovaginal discomfort outcome was unknown. The reporter considered burning sensation, device dislocation, endocrine disorder, inflammation, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: mine hasnt changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: vaginal infection, vulvo vaginal discomfort, medical device removal and device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: information received via social media. Event" I stretched one of mine out an the inner coil went to 7 in" was added. Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ("vaginal infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there") and burning sensation ("constantly felt like a had a fire burning in me"). The patient was treated with surgery (laparoscopic vaginal asst. Only keeping ovaries, pull everything out vaginally). Essure was removed. At the time of the report, the vaginal infection, inflammation, endocrine disorder and vulvovaginal discomfort outcome was unknown. The reporter considered burning sensation, endocrine disorder, inflammation, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: mine hasnt changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Concerning the injuries reported in this case, the following one was reported via social media: vaginal infection, vulvo vaginal discomfort, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness") and pelvic pain ("no more pain") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oopherctomy, hysto and aparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oopherctomy, hysto). Essure was removed. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, anxiety and dizziness outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, burning sensation, device dislocation, dizziness, endocrine disorder, inflammation, nightmare, pelvic pain, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasn't changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New event added: wbc is high, nightmare, anxiety, dizziness, pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness"), pelvic pain ("no more pain"), adenomyosis ("adenomyosis"), dental caries ("cavities") and tooth fracture ("teeth break") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto and aparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto). Essure was removed in (B)(6)2013. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, anxiety, dizziness, adenomyosis, dental caries and tooth fracture outcome was unknown and the pelvic pain had resolved. The reporter considered adenomyosis, anxiety, burning sensation, dental caries, device dislocation, dizziness, endocrine disorder, inflammation, nightmare, pelvic pain, tooth fracture, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasn't changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: cavities, tooth break, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event:adenomyosis were added.fu 8 and 9 processed together. This is retention case. All the information has been transferred from deletion (B)(4) .references , reporters information were updated. On 20-mar-2020: social media received. Reporter's information added. Event: cavities and tooth break were added..fu 8 and 9 processed together. On 20-mar-2020: social media received: reporter was added and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness"), pelvic pain ("no more pain"), adenomyosis ("adenomyosis"), dental caries ("cavities"), tooth fracture ("teeth break"), scar ("scar tissue"), flatulence ("gas pain") and panic attack ("panic attacks") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with alprazolam (xanax), citalopram hydrobromide (celexa), ibuprofen and surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally, oophorectomy, hysto and laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, dizziness, adenomyosis, dental caries, tooth fracture, scar and flatulence outcome was unknown, the anxiety and panic attack had not resolved and the pelvic pain had resolved. The reporter considered adenomyosis, anxiety, burning sensation, dental caries, device dislocation, dizziness, endocrine disorder, flatulence, inflammation, nightmare, panic attack, pelvic pain, scar, tooth fracture, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasn't changed I had a laparoscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: had my hormones checked a couple times and nothing been off. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event "panic attacks" added, outcome of event "anxiety" updated to 'not recovered/not resolved', treatment drugs added, lab data added, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness"), pelvic pain ("no more pain"), adenomyosis ("adenomyosis"), dental caries ("cavities"), tooth fracture ("teeth break"), scar ("scar tissue") and flatulence ("gas pain") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oopherctomy, hysto and laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oopherctomy, hysto). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, anxiety, dizziness, adenomyosis, dental caries, tooth fracture, scar and flatulence outcome was unknown and the pelvic pain had resolved. The reporter considered adenomyosis, anxiety, burning sensation, dental caries, device dislocation, dizziness, endocrine disorder, flatulence, inflammation, nightmare, pelvic pain, scar, tooth fracture, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasnt changed I had a laproscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : 2013-147215. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media content received: reporter added. Event gas pain was added. On (B)(6) 2020: follow up 12 and follow up 13 processed together on (B)(6) 2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness"), pelvic pain ("no more pain"), adenomyosis ("adenomyosis"), dental caries ("cavities"), tooth fracture ("teeth break") and scar ("scar tissue") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto and laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, anxiety, dizziness, adenomyosis, dental caries, tooth fracture and scar outcome was unknown and the pelvic pain had resolved. The reporter considered adenomyosis, anxiety, burning sensation, dental caries, device dislocation, dizziness, endocrine disorder, inflammation, nightmare, pelvic pain, scar, tooth fracture, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasn't changed I had a laparoscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- scar, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I stretched one of mine out an the inner coil went to 7 in') and vaginal infection ('vaginal infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection and burning sensation nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), endocrine disorder ("endocrine disruptor"), vulvovaginal discomfort ("everything felt weird down there"), burning sensation ("constantly felt like a had a fire burning in me"), nightmare ("nightmare"), anxiety ("anxiety"), dizziness ("dizziness"), pelvic pain ("no more pain"), adenomyosis ("adenomyosis"), dental caries ("cavities"), tooth fracture ("teeth break"), scar ("scar tissue"), flatulence ("gas pain") and panic attack ("panic attacks") and was found to have white blood cell count increased ("wbc is high"). The patient was treated with alprazolam (xanax), citalopram hydrobromide (celexa), ibuprofen and surgery (laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto and laparoscopic vaginal assisted only keeping ovaries, pull everything out vaginally,oophorectomy, hysto). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal infection, inflammation, endocrine disorder, vulvovaginal discomfort, white blood cell count increased, nightmare, dizziness, adenomyosis, dental caries, tooth fracture, scar and flatulence outcome was unknown, the anxiety and panic attack had not resolved and the pelvic pain had resolved. The reporter considered adenomyosis, anxiety, burning sensation, dental caries, device dislocation, dizziness, endocrine disorder, flatulence, inflammation, nightmare, panic attack, pelvic pain, scar, tooth fracture, vaginal infection, vulvovaginal discomfort and white blood cell count increased to be related to essure. The reporter commented: mine hasn't changed I had a laparoscopic vaginally asst. Only keeping ovaries, they cut 3 small incisions for tool and camera through the belly button and pull everything out vaginally. So you will only have 3 small incisions. I cant even see my scars now. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: had my hormones checked a couple times and nothing been off. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.